Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the device component was disengaged, instrument insertion through port was difficult, instrument was bent and tack did not hold. The reported issues could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: with the distal end of the shaft perpendicular to the area to be fixated, squeeze the trigger fully. The trigger should be squeezed to the full extent of it's travel, and held in the fully squeezed position as the device is moved off the application site. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic umbilical hernia procedure, during mesh fixation, the first tacker fired only 5-6 tacks, the shaft became separated from the handle, making it difficult to fire the device. The surgeon replaced the device with another tacker but the case worsen; tacks were not able to hold the mesh and got disengage into cavity. The surgeon had to give some extra counter pressure due to which shaft got bend and stuck in trocar. In order to remove it surgeon had to cut through shaft. Tacks disengaged and fell into the cavity of the patient, which were retrieved by the surgeon using a grasper. Surgical time was extended by more than 30 minutes. Suturing was performed to complete the case.

Manufacturer narrative:
D10 concomitant product: abstack30x, abstack30x abs fixation device30 tacks, (lot # n5f1921y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.